Event description:
A registered nurse reports that an intraocular lens was scratched. There was no pt impact.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 05/16/2008 by mail. A completed questionnaire was rec'd.